Manufacturer narrative:
To date, the device involved in the reported incident had not been rec'd for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 10/02/2015. The investigation included: methods: review of device history records, review of complaints history. Results: the actual explanted device was not received and scarce information is available. The hospital returned its inventory of valves from lot 182985 (9 valves). One of these valves, sn (B)(4), was pressure/flow tested and found within specifications. The device history records of ref 909712, lot 182985 were reviewed and did not reveal any anomaly. The batch was manufactured in october 2013 and included 28 valves. No complaint was received from this batch apart from this distributor/hospital. (B)(4). Conclusion: the complaint is not verified by the device investigation. The exact root cause of the reported obstruction could not be determined. Neither further investigation nor corrective action is deemed required.

Manufacturer narrative:
Additional information was received on 03sep2015 from the distributor with the following: patient age and gender ¿ both female pts. Patient¿s underlying medical condition/reason for the implantation of the osvii= no answer product ID/catalog number of the osvii (e.g. 909523, etc.) = 909712. Product lot number = 160930-182985. Explain the circumstances as to how the shunt was blocked/how it was discovered it was blocked = not functioning as it should be/blocked date of the incident where it was discovered it was blocked = no answer. Was there any patient harm or injury? If yes, please explain = no. What action was taken after it was discovered the shunt was blocked? (E.g. Revision surgery, osvii removed, replaced, flushed, etc.) = removed and replaced with medtronic strata programmable shunts. Date osvii was removed = no answer. Patient outcome = after changing from osvll to programmable both of them are doing fine. Linked to mfg report number: 9612007-2015-00011.

Event description:
This is second report of two involving an osvii (different lot number) that became blocked. Cross reference with MFR report number 9612007-2015-00011. The product needed to be explanted. It was replaced with another unit. Add'l info has been requested.